Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call indicating low blood glucose readings and a lost sensor alarm from the insulin pump. The customer's blood glucose reading was 45 mg/dl. The customer stated that she turned off the sensor and use di with the older serter and the new one was stuck inside. The customer stated that she treated her low blood glucose with juice and oatmeal cookie. The customer was advised that the transmitter did not communicate due to an incorrect ID.